Event description:
Per reporter ((B)(6)), she reported an anyridge 3.5 x 11.5 fixture experienced a fracture. The fixture was placed on (B)(6) 2014 with standard anyridge placement with a 4 x 3 healing abutment. They also grafted the area. The doctors removed the sutures on (B)(6) 2014 and prepped the patient for impression taking. There was good integration at the time of the impression and 3 months later, they seated the abutment and crown on (B)(6) 2014. The patient since then had moved to another office and during a routine check up, the doctor noticed that the implant was fractured. The patient did not complain of any pain or discomfort but dr. (B)(6) removed it as a precaution. The fractured implant was removed on (B)(6) 2018 but it was not reported to until to importer until 06/14/2018.